Event description:
Unable to obtain waveform for invasive pressure on device. Machine not previously used for this purpose. Rptr is trying to verify if device was purchased with this capability. Machine not previously used. Gi bleed. Transport of pt to another facility.